Event description:
It was reported that an arteriotomy closure of the left common femoral artery was performed using prostyle devices following an interventional procedure in a small-bore hole. During insertion of the first prostyle device, a significant bend was observed where the proximal guide meets the distal guide, leading to its removal. On removal, it was noted that the device was not intact [guide break], despite no resistance noted when inserting the device. A second prostyle device was then inserted, but the backflow through the marker lumen was weaker than expected. The device was advanced further into the vessel until pulsatile blood flow was observed, and the foot was deployed without issue. However, upon deploying the plunger, the entire device came out. Examination of the device revealed that the posterior foot was missing, though no fragments were found. A third prostyle device was deployed, but a cuff miss [suture retrieval issue] occurred. Finally, a fourth prostyle device was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. During post-procedure manipulation of the second prostyle device, the retracted plunger appeared to have deployed successfully, but the suture was cut on the body side of the knot [suture was broken close to the base of the knot]. The suture was easily removed [from the device] by pulling it out. It was noted that the device seemed to have something entangled, restricting the movement of the foot and making it difficult to confirm the missing piece. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.